Event description:
It was observed that during the device evaluation, the subject device exhibited an intermittent image. There was no patient involvement.

Manufacturer narrative:
The complaint was reported because there is no image - nothing comes out of machine. The product was returned to olympus. The complaint was confirmed because the device has found intermittent image. The most probable cause of the complaint is d02-cause traced to component failure-expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.